Event description:
It was reported that the user experienced a low continuous glucose monitor reading of 58 mg/dl in the morning while using the ilet bionic pancreas and initially did not treat, after which the user ingested apple juice and glucose rose to 102 mg/dl; education on hypoglycemia treatment was provided, and the scenario aligned with an improper or incorrect treatment procedure, with no device component implicated. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.